Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Cuellar, h., maiti, t., narayan, v., patra, d., dossani, r., sun, h., <(>&<)> nanda, a. (2018). Novel use of pipeline stent device after inadvertent microcatheter rupture during arteriovenous fistula embolization. World neurosurgery, 119, 345-348. Doi:10.1016/j.wn EU.2018.07.171 medtronic received additional event information through literature review: the article states that a patient presented with acute onset of throbbing occipital headache. Computed tomography imaging of the brain revealed cerebellar hematoma. Cerebral angiogram revealed dural arteriovenous fistula (davf) with arterial feeders from the right posterior meningeal artery (PMA) and middle meningeal artery (mma). The patient was planned for endovascular embolization of the fistula. During the procedure, a marathon catheter was prepared with dmso, then placed distal into the right PMA, which was the largest supply to the davf. Onyx was injected over a period of 10 minutes, penetrating multiple branches of the right PMA. "Increased resistance" was noted at the last part of injection, revealing leakage of onyx at the level of v3 segment, consistent with proximal rupture of the microcatheter. Follow-up angiogram showed complete occlusion of the fistula from posterior circulation, but there was still opacification of the davf through the right mma. The right vertebral artery (va) remained partially patent without evidence of distal onyx emboli. It was decided to place a flow diversion device over the leaked onyx material. After placement of the flow diverter, a balloon was used to angioplasty the onyx material against the vessel wall. Afterward, a new marathon catheter was placed and onyx was used to continue embolizing the mma. Final injections showed complete occlusion of the fistula without evidence of early draining veins. Six days post-procedure, the patient was discharged without any added deficit. Six months post-procedure, repeat angiogram showed the stent was patent and the onyx remained jailed between the stent and vessel wall.

Manufacturer narrative:
The onyx model and lot number were not provided. The onyx will not be returned for analysis as it was used in the patient. As a result, the reported event cannot be confirmed. Additional information has been requested, including patient information, but it was not available. The onyx instructions for use advises, "do not interrupt the onyx¿les injection for longer than two minutes prior to re-injection. Solidification of the onyx¿ les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture." Please reference MDR 2029214-2016-01052 for the marathon microcatheter used in this event.

Event description:
Medtronic received information that onyx was noticed to be leaking from the proximal part of the catheter. Upon removal it was noticed that the catheter was ruptured. The patient was undergoing treatment for a fistula near the pica in the posterior fossa. The fistula was grade 3 and the anatomy was not tortuous. The dead space of the delivery catheter was filled dmso. During the procedure the physician observed onyx leaking from the proximal part of the catheter. The physician paused during injections. Early on the pauses were 30 seconds to 1 minute, then later in the injection the physician waited between 3 and 4 minutes. The injection rate was not followed as indicated in the IFU. Thumb pressure was used for injection. The angiographic result post procedure was a complete embolization of the avm. The catheter was not inspected for kinks prior to use and was flushed as indicated in the IFU.